Event description:
Account reports one incident in which during injection of a radioactive dye, the flashball device separated. Reporter stated there was a nuclear med spill, but no negative outcome to pt or hcp.